Event description:
It was reported that when the pump was attached to pcu the green and black number display screen flashed while trying to begin infusion but then alarmed audibly and the pcu gave error code 242.4030. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code 242.4030 was not identified during the customer call. To address this issue, customer called biomed create a repair case in the service and support portal. Forwarding case information to service notification team to follow up with biomed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.